Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. The pt was alleging that the meter started to no longer power on was not powering "about 5 months ago." It is unk if the battery was replaced per the owner's manual. The pt alleged that 3 months after the power issue began, she became tired, had frequent urination and loss of appetite. These symptoms are suggestive of hyperglycemia. The pt denied receiving any form of treatment as a result of the power issue. This complaint is reported due to the following conclusion: the pt allegedly developed symptoms suggestive of a serious injury 3 months after the meter no longer powered on. In addition, the power issue was unresolved with troubleshooting. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.